Event description:
MFR. Report no.: 218359-2014-00321. It was reported in a journal abstract that a (B)(6) year old female had a prior anterior and posterior repair with ams elevate mesh and another continence sling in 2012. It was reported that the patient developed both vaginal and bladder mesh erosions with bladder stone formation on the exposed mesh. The patient has undergone unsuccessful attempts with laser cystolitholapaxy and mesh removal endoscopically and vaginally. It was reported that a robotic excision of intravesical mesh erosion for complicated mesh erosions. It was indicated that "we demonstrate that this procedure is technically feasible with excellent visualization of ureteral orifices and complete excision of mesh."

Manufacturer narrative:
Device implanted in 2012 initial reporter: reported via a journal article written by r.c.chan at the methodist hospital in houston, tx. Presentation number: vdvid012, "robotic excision of intravesical mesh erosion." Female pelvic med recon surg. 2014 july.